Manufacturer narrative:
Additional serial included in this report: (B)(4). 2 of 3 devices were returned for evaluation. 1 device will not be returned for evaluation. Evaluation of 2 devices found normal chuck wear. The turbines needed replaced. The devices were repaired and returned to the customers.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. This report summarizes three malfunction events where a midwest stylus handpiece would not hold dental burs. There were no injuries in the any of the events.